Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued and the customer had reported the adc device reported a fast-draining battery issue with the adc device. The customer was therefore unable to monitor glucose and experienced a loss of consciousness, however was able to self-treat with sugar. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued and the customer had reported the adc device reported a fast-draining battery issue with the adc device. The customer was therefore unable to monitor glucose and experienced a loss of consciousness, however was able to self-treat with sugar. There was no report of death, serious injury or mistreatment associated with this event.